Event description:
A surgeon reported that a system message was displayed during a retina procedure and the display of flow volume disappeared. Since there was no display of flow volume, it is unk whether the infusion pressure was maintained. The procedure was completed using the same product without consequences to the pt. No additional info is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).